Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at home. The caller stated that the cause of death was heart condition. The caller stated that the customer became ill two months ago. The caller did not know the customer's blood glucose at the time of death. The customer was wearing the insulin pump and a sensor at the time of death. The caller agreed to return the insulin pump for analysis.